Event description:
This device was returned with a letter from major david e medoza, md of fort campbell medical dept. Per letter, the pt expired in 2009. At about one month prior, the pt had "a very brief run of non-sustained ventricular tachycardia", and the physician requested that the device be interrogated to "see if the pt had any other events prior to his demise."